Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the right coronary artery. Pre-dilatation was performed and the 2.5 x 12 xence v stent delivery system (sds) was advanced to the lesion without issue. The sds was inflated to 15 atmospheres (atm); however, during deployment, a dissection occurred. A xience pro stent was used to treat the dissection and the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use. The electronic lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.